Manufacturer narrative:
The device history record for the lot number provided will be reviewed. The sample associated to this report is currently in transit to the mfg site for investigation. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report.

Event description:
A report was received that stated "cuff pressure dropping." "Checked constantly and had to reinflate every time." The pt was not re-intubated.